Event description:
The company was notified that during revision surgery, the recipient reportedly experienced mild cerebrospinal fluid leak when the device was removed. Once the new electrode array was placed, no more leakage was noted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.